Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a firmware error on (B)(6) 2015. Patient reset the receiver and it did not resolve the issue. Patient did not reprt any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and "call tech support" error message was observed. The root cause was determined to be a defective component in the receiver's printed circuit board.